Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. A few days later consumer sought medical treatment for redness and swelling at the site and was prescribed antibiotics. 13 days after event date, medical treatment sought again and incision and drainage was done at the site. In 2000, was admitted for same day surgery for another incision and drainage. Continued on antibiotics.